Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient did not report to the clinic when a notification alert was received, and has been lost to follow-ups. Few weeks later, interrogation of device in-clinic showed an alert for charge time limit reached was observed. Patient was asymptomatic. When manual capacitor maintenance was performed, charge time limit reached was again observed. The device remains implanted, as patient declines to a recommended replacement procedure.